Event description:
The caller reported that the pump's battery was depleting too rapidly, leading to a pump shutdown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer declined further follow up. No additional information was provided.